Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge 1 alarm. While attempting to reload the same cartridge, the customer received a minimum fill notification. The customer thought there was still approximately 75 units of insulin the cartridge. The customer's blood glucose level was 150 mg/dl and had reverted to using insulin injections to manage diabetes. Tandem technical support had the customer load a new cartridge, infusion set tubing and site. Insulin delivery was resumed.